Event description:
Olympus was informed that at the end of a diagnostic colonoscopy, the pt's colon was perforated. The perforation was surgically repaired. The pt was transferred to another facility and hospitalization for an unk length of time. The pt is reported doing fine. The user facility did not allege the device to be the cause of the pt's outcome.

Manufacturer narrative:
The device was not returned to olympus for eval as there was no malfunction noted during the procedure. The device has been used on subsequent procedures with no problems. The device instrument history was reviewed and it was noted that the device was last serviced in (B)(4) 2013. The exact cause of the pt's outcome cannot be conclusively determined, but the pt's condition could not be ruled out as a contributing factor to the reported event.